Manufacturer narrative:
G4: 15dec2020. B4: 15dec2020. It was confirmed that it was not in clinical use. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-02719 was submitted. All information were submitted under the initially reported MFR report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer contacted technical support (ts) stating that the unit had a constant patient disconnect alarm. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The field service engineer (fse) evaluated the unit.